Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 400 mg/dl. She stated that she did not feel as if her glucose was that high, but she took insulin based on the reading and had to go to the hospital. When the customer arrived at the hospital, her blood glucose was tested at 30 mg/dl. The customer did not provided any info about treatment received. Troubleshooting of the contour system was not possible, since the customer did not have control test solution. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.